Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, fluid, soft tissue abnormalities and joint effusion were noted. The fluid on the posterior lateral quadrant of the right hip measured 30.5x39.5x29.5mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study data noted a leg length discrepancy and popping.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And " undesirable shortening of limb." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01810 /-07355).